Event description:
The customer reported to olympus, the air supply stopped on the high flow insufflation unit. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A visual inspection was also performed on the device and no abnormality was found in the appearance in the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
B3: the exact event date is unknown, however, it is speculated that it occurred in early june. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Although a definitive root cause not be determined, according to the investigation, the most likely cause of the failure was a faulty main board. Olympus will continue to monitor the field performance of this device.

Event description:
The procedure was completed with a different device of the same model. There was a 15 minute delay when switching out the device. The failure occurred immediately after the start of its use, when starting the pneumoperitoneum.